Event description:
Prior to a ptca treatment procedure, a gray was noted at the distal tip of the 6f mach 1 guide catheter. The mach1 ghide catheter was not used in the procedure. It was replaced with another device of the same type size to successfully perform the procedure. No pt injuries or complications occurred. Pt status is reported as 'good'.